Event description:
Customer report received of an oxygen sensor malfunction. Malfunction did not occur during pt use. Covidien customer service engineer (cse) verified the reported malfunction and found damaged oxygen sensor. Cse replaced the oxygen sensor, which resolved the reported issue. Ventilator passed self tests.

Manufacturer narrative:
(B)(4).